Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (24 mg/ml at 2 mg/day) via an implantable pump. It was reported that the patient complained of not having enough pain relief. The patient had been taking oral opiates in addition to their pump infusion. The healthcare provider (hcp) aspirated cerebrospinal fluid from the catheter access port and injected dye into the catheter to check placement, which showed the catheter was in the intrathecal space. The hcp programmed a prime bolus of catheter with 3% increase in daily infusion rate. The patient was being discharged after the bolus completed when they had difficulty standing and were taken back into office. It was confirmed that the bolus was given in the correct amount of catheter only after procedure. Back in office, they became extremely drowsy and were given narcan which resulted in them arousing. They were sent to the hospital with paramedics for evaluation, admitted, and then discharged the next day. The cause of their symptoms was unable to be determined. The hcp decreased their daily infusion rate of dilaudid 43% to lowest rate allowable with drug concentration. They were concerned that the compounded pump medication was of a very high concentration. The issue was resolved.